Event description:
Pt had breast augmentation 8 yrs ago. Due to the controversy about silicone gel health hazards, the pt desires exchange of the gel-filled implants for the saline-filled implants. On 6/15/94, bilateral breast implant exchange.